Event description:
The account alleged that the brakes would lock but the wheels would still rotate. No pt impact.

Manufacturer narrative:
The brake caster was replaced by the technician to resolve the issue.